Manufacturer narrative:
Investigation conclusion: customer returned 5 devices of the affected lot for manufacturer investigation. Manufacturer tested normal "apparently healthy" donors on customers' returned devices and retained devices of lot t11000rn. All results were "normal" and below the triage tni assays' level of detection; <0.05ng/ml for all replicates. No issues with tni recovery observed on retains and returns of lot t11000rn, lot performed properly. The customers complaint was not replicated with in-house testing. Manufacturing batch records for lot t11000rn were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required. Unable to determine root cause of the complaint.

Event description:
A female patient presented to customers site with palpitations on (B)(6) 2020. A full draw into edta was collected at 1:30pm. First result for triage tni= 0.15ng/ml reported at 2:43; repeat performed on the same draw at 3:04 and then again at 3:25. Both repeat results were <0.05ng/ml for tni on triage. Patient was not admitted. Patient final diagnosis listed as palpitations. Site cutoff for triage tni: 0.05ng/ml.